Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user suddenly no longer had any hearing sensation with the device. No trauma has been reported. The user has been re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user suddenly had no more hearing sensation with the device. No trauma has been reported. Problems of external devices were excluded. The user has been re-implanted on (B)(6) 2018.